Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Still implanted.

Event description:
During a revision surgery trial head was lost during reduction within patient and unable to retrieve. Per sales rep (B)(6) 2016: there is no plan to go back and retrieve the trial. The size of the trial is a 32 +5 pca.